Manufacturer narrative:
Additional information: b5 and d4.

Event description:
The user facility reported that the battery housing fell apart during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay and no medical intervention.

Event description:
The user facility reported that the battery housing fell apart during a procedure. Attempts were made to obtain additional information about the event; no further information was received.